Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach¿ 71 cm sheath, medium curl, 8.5 f sheath was received for evaluation. Functional testing determined an air/fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial tachycardia procedure, after removing the catheter from the sheath, blood leaked from the valve. The sheath was replaced and the procedure was completed with no adverse consequences for the patient.